Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name is (B)(6) hospital; reported here as this exceeded character limit for the designated field. Block g4: premarket/510(k): k061877, k201159; reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of tip bent. Block h11: an wallflex enteral stent were received for analysis. The device returned with the delivery system fully covered and undeployed. However, a media inspection based on a photo provided by the customer revealed the stainless steel and the outer sheath were returned kinked. A destructive inspection was conducted to assess torsion in the delivery system, but no damage was observed. Additionally, no other damages were identified on the device. Product analysis was unable to confirm the reported event of tip damaged/defective. During the product analysis there was no objective evidence to confirm the reported failure. Additionally, after analysis it was determined that the stainless steel and the outer sheath were returned kinked. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered to the device. Therefore, a review and analysis of all available information indicate the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted to treat a colonic obstruction in the colon during an endoscopic intestinal stenting procedure performed on (B)(6)2024. During the procedure, the tip of the device was bent. Another wallflex enteral stent was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted to treat a colonic obstruction in the colon during an endoscopic intestinal stenting procedure performed on (B)(6) 2024. During the procedure, the tip of the device was bent. Another wallflex enteral stent was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name is (B)(6); reported here as this exceeded character limit for the designated field. Block g4: premarket/510(k): k061877, k201159; reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of tip bent.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1: initial reporter facility name isn(B)(6) reported here as this exceeded character limit for the designated field. Block g4: premarket/510(k): k061877, k201159; reported here as this exceeded character limit for the designated field. Block h6: imdrf device code a04 captures the reportable event of tip bent. Block h11: an wallflex enteral stent were received for analysis. The device was returned with the delivery system fully covered and undeployed. The stainless-steel tube and the outer sheath were returned kinked. A destructive inspection was conducted to assess torsion in the delivery system, but no damage was observed. No other damages were identified on the device. Product analysis confirmed the reported event of sheath kinked, and the investigation concluded that this event and the additional investigation findings of stainless-steel tube kinked were most likely due to procedural factors such as lesion characteristics, the handling of the device, and the technique used by the physician, which could have resulted in the damages noted in the device. Therefore, a review and analysis of all available information indicate the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was to be implanted to treat a colonic obstruction in the colon during an endoscopic intestinal stenting procedure performed on (B)(6) 2024. During the procedure, the tip of the device was bent. Another wallflex enteral stent was used to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 22, 2025: it was reported that it was the outer sheath that was bent, not the tip.